Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in france. It was reported that the ¿head error¿ and the "com error" occurred on the rotaflow console before treatment during the priming process. No patient was involved and the device was not used for treatment. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use therefore a report is required. The rotaflow console (rfc) with s/n number (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the reported failures. According to the information from getinge field service technician on 2024-07-05: the plug in the connector on the back was connected incorrectly, which caused the reported head error and com error. The connection was seated correctly to rectify the failure. No part has been changed. The device is working as intended and is back in use. Based on the investigation results the reported failures can be confirmed, but it is not contributed to a device malfunction. The review of the non-conformities was performed on 2023-06-27 and during the period from 2017-11-17 to 2023-06-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2017-11-17. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.2: all connected parts, devices and modules must be firmly and correctly connected. Check mechanical stability. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in france. It was reported that the ¿head error¿ occurred on the rotaflow console before treatment during the priming process. No patient was involved and the device was not used for treatment. No harm to any person has been reported. Complaint ID: (B)(4).